Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, as the cable was plugged into generator, the tip of the vasoview hemopro device overheated and burned the drape. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).